Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 180 to 400 mg/dl. Customer observed symptoms of high glucose such as sweats, nausea, and tremors. Med intervention is not required at this time. Customer tested blood glucose this morning fasting with result of 128 mg/dl. Back to back blood test performed during call fasting ((B)(6) 2015 9:52 am) with results of 167 mg/dl and 184 mg/dl. Verified storage of test strips is within specification. Test strip lot MFR's expiration date is 07/29/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set correctly): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user had inaccurate reference or reused test strip or test strip had poor fill.